Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug are intact on the device and the distal tip is detached from device and is broken into two pieces. The anchor plug when pushed all the way out has half of the broken part of the distal tip on it. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests a complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arcr procedure an healicoil device was used, the distal anchor broke when the ultra tape and ultrabraid sutures passed through the anchor. The device broke into pieces. It did not break inside the patient. The procedure was successfully completed using a back-up device. A delay of 3 minutes was reported. No patient injury or other complications were reported.